Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. A review of the device history record (DHR) was conducted as part of the investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The root cause could not be established as the device was not returned and no further information was provided by the facility. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported a power problem, that the power supply was bad on a liquid crystal display (lcd) monitor and it will not turn on. There was no patient involvement or injuries reported. No additional information has been obtained.